Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a resection of distal gastric cancer procedure, after fired, opened the device, found the staples malformed with straight leg and fell off. All the staples were retrieved from patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Upon review of the file, it has been determined this file is a duplicate of 3005075853-2017-02399. This file is no longer reportable.